Event description:
During preparation of the 3.0x28mm xience xpedition stent delivery system, the protective sheath was removed. When removing the protective sheath, the stent came off the balloon. The device was not used and there was no patient involvement. Another device was used successfully to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported dislodged/ dislocated stent was able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for dislodged/ dislocated stent from this lot. Based on the reviewed information, no product deficiency was identified.